Event description:
It was reported that the customer had emergency visit for high blood glucose. Customer stated that the blood glucose reading at that time was not reading and it was low. Customer stated she broke her leg because she blacked out due to low blood glucose. Customer stated was not wearing the insulin pump during the emergency visit. Customer called back stated needs help on rewinding the insulin pump, inserting her infusion set and filling her cannula. Customer blood glucose was 328 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.